Event description:
Procedure type: lap gastric bypass. According to the reporter: incomplete donut was formed, and surgeon was unable to release device from tissue. The anastomosis was resected and another instrument of the same type was used to form the gastric pouch-gastrojejunostomy and complete the procedure. No pt injury was reported.